Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient had experienced syncope. A device check was performed on the leadless pacemaker (lp) and no anomalies were noted. The cause of the syncope was not known. The patient was stable.